Event description:
It was reported that the customer was admitted to the hospital due to high blood glucose and ketones. The blood glucose reading at the time of the event was 17.3 mmol/l. Customer was not wearing the insulin pump at the time of the event. The drive support cap was indented and the insulin pump was neither dropped nor bumped. There were two no delivery alarms in the insulin pump's alarm history as well as a battery out limit and a bad battery alarm. Customer did have site issues in the past. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.